Event description:
Event description guidant received information five months post-implant, that this patient experienced syncope and went to the emergency room (ER) for evaluation, where a temporary wire was placed. The patient then transferred to another ER for interrogation of their recent advisory (6/23/06) device; telemetry was established and the battery status was at beginning of life (bol). Rising pace thresholds and the inability to capture was observed on the ventricular lead. During threshold testing with the patient connected to a temporary pacer, loss of capture was confirmed and the patient became asystole. Asystole subsided only after programming to 10v, where the patient regained paced rhythm. Next, the device was explanted and the lead surgically abandoned, both replaced with competitor products, and the device was returned for analysis.